Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd syringe was broken. The following information was provided by the initial reporter, translated from chinese to english: the customer purchased a disposable sterile insulin syringe in the store at about 15:30 on october 27, 2022 and was ready to use it at 18:00 on (B)(6) but found that the needle was broken and could not be used and arrived at the store at 9:00 on (B)(6) to reflect this situation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd syringe was broken. The following information was provided by the initial reporter, translated from chinese to english: the customer purchased a disposable sterile insulin syringe in the store at about 15:30 on october 27, 2022 and was ready to use it at 18:00 on (B)(6) but found that the needle was broken and could not be used and arrived at the store at 9:00 on october 29 to reflect this situation.